Manufacturer narrative:
Results and conclusion summation - stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent, facilitating stent dislodgement.

Event description:
Reporting status: serious injury/medical intervention/ permanent damage. Reporting rationale: dislodged stent compressed in vessel wall site is considered to be permanent damage. Device issue: stent dislodgement. It was reported that another company's drug eluting stent was deployed in mid to proximal the left anterior descending artery (lad). As the first diagonal was jailed by the stent, a balloon catheter was delivered through the deployed stent and inflated. However, a dissection occurred at the first diagonal and a mini vision stent delivery system (sds) was delivered for bail-out. During advancement of the sds, the stent dislodged from the balloon in the lad. Therefore, another drug eluting stent was delivered and the dislodged mini vision stent was compressed between the two drug eluting stents. Reportedly, the condition of the pt was good. No add'l event or pt info is available.